Event description:
A report was received that the patient was having stinging sensation in the pocket site. The patient was prescribed a topical compounding cream. There was no tissue disruption over the patient¿s skin. The patient was doing well.